Event description:
Customer reports that erroneous elevated accutni results were reported out of the lab on 2 patients. Customer provided data for only 1 patient and declines to provide information on the second patient. Results was questioned by doctor due to a previous accutni result that was normal as well as a normal ckmb. Customer reports that erroneous results did not implact patient care. Bci has not received reports of adverse outcomes to either patient.